Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was in need of replacement. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported the steering handle was broken. There is no report of death or serious injury associated with this complaint.